Event description:
Further evaluation of the file indicated that portions of this event (and subsequent patient/device issues) were reported in manufacturer report #3007566237-2013-03504. Any further follow up information obtained will be reported under this manufacturer's report.

Manufacturer narrative:
Product ID 3389-40, lot# j0428351v, product type lead product ID 3389-40, lot# j0 428351v, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had "skin infections from the right side lead." The patient was in the hospital. The patient had not decided whether to explant the device system or not. The patient outcome was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available.